Event description:
Per email notification: patient's son in law reports pt is having no disposable alarm on both pumps. Pt to change cassette. No cassette information. No further details provided. No injury.